Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An echocardiogram was performed and identified that the impella was moving towards the mechanical mitral heart valve. Torquing of the device at bedside was implemented without success. The medical staff made efforts to reposition, with no resolution. It was reported that the original impella pump was explanted and new impella was placed to manage this complication. The device was explanted, and the procedural outcome is the patient survived surgery.